Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was inserted through the device and an attempt was made to deploy the catheter. While moving the slider switch, the spline cage remained undeployed. While testing deployment, it was noted that the guidewire lumen was no longer adhered to the tip of the spline cage, resulting in the inability to deploy the catheter. Boston scientific confirmed cause of the reported clinical observation of guidewire lumen detachment. This detachment prevented the deployment of the spline cage into the flower configuration.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The guidewire lumen detached from the distal end of the spline array when attempting to deploy from the basket to the flower shape, and the array failed to deploy at all when attempted again afterwards. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The guidewire lumen detached from the distal end of the spline array when attempting to deploy from the basket to the flower shape, and the array failed to deploy at all when attempted again afterwards. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.